Event description:
This is filed to report a single leaflet device attachment (slda) requiring intervention. It was reported that an off-label mitraclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 5. It was noted that after deployment of the first clip, the first clip detached from the septal leaflet and remained attached to the anterior leaflet (slda). An additional clip was implanted to stabilize the slda clip. In the treating physician's opinion, the slda was due to challenging imaging and difficulty grasping. The procedure was concluded with a resulting tr of grade 2 with 4 total clips implanted. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to reported poor image resolution and difficulty grasping. The poor image resolution and difficulty grasping appear to be related to patient anatomy (tricuspid anatomy with tethered septal leaflet); therefore, attributed to the off-label use. The reported off-label use was due to the device being used on a tricuspid valve. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. Device code 1494 - indication for use (use in tricuspid valve).